Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported random needles have a blockage. To aid in the investigation, two samples in opened packaging blisters from lot 3209277 were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to syringe with saline solution. It was not possible to expel the solution; the needles are clogged. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. A device history record review was completed for provided material number 305106, lot numbers 3179198 and 3209277. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received materials#: 305106, batch#: 3179198 and 3209277. It was reported by the customer that blocked clogged/blocked is the issue. Verbatim: rcc received a complaint via phone. Pir attached. Product complaint-mds facility: (B)(6). Contact: 1. (B)(6). Ref: 305106. Lot: 3179198 and 3209277. Issue: blocked clogged/blocked is the issue. Pt harm: no. Sample: yes. Comments on 20/03/2024. With the previously reported lot #¿s, I don¿t have specific dates to report. I work with 3 retina providers that had issues with occlusions, but didn¿t report when/how many. It appears that random needles would have blockage and md would just change the needle if possible. I will go through needles that I pulled to find some that are occluded to send as a sample. As luck would have it, just today, it was reported that we had a needle from newer lot # that was occluded that I will send to you for investigation. This lot # is 3304829

Manufacturer narrative:
Pr (B)(4). Follow up a device history record review was completed by our quality engineer team for provided material number 305106 and lot numbers 3179198 and 3209277. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
Additional information received materials#: 305106 batch#: 3179198 and 3209277 it was reported by the customer that blocked clogged/blocked is the issue. Verbatim: rcc received a complaint via phone. Pir attached. Productcomplaint-mds facility: kp park shadelands address: xx xxxxx lane, xxx xxek xx 94xx contact: 1. Xxx xxxxxx, lvn xxxx dept: amy.xxxxxxx@kp.xxx xxx-xx-xxx 2. Xxxx xxxx, supervisor in xxxx. Services, xxxxx.asiain@kp.xxx 925-xxx-xxxx ref: (B)(4) lot: 3179198 and 3209277 issue: blocked clogged/blocked is the issue pt harm: no sample: yes comments on 20/03/2024 with the previously reported lot #¿s, I don¿t have specific dates to report. I work with 3 retina providers that had issues with occlusions, but didn¿t report when/how many. It appears that random needles would have blockage and md would just change the needle if possible.

Event description:
Materials#: (B)(4) batch#: 3179198 and 3209277 it was reported by the customer that blocked clogged/blocked is the issue. Verbatim: rcc received a complaint via phone. Pir attached. Product complaint-mds facility: (B)(6) address: xx xxxxx lane, xxx xxek xx 94xx contact: 1. Xxx xxxxxx, lvn xxxx dept: (B)(6) 2. Xxxx xxxx, supervisor in xxxx. Services, (B)(6) ref: (B)(4) lot: 3179198 and 3209277 issue: blocked clogged/blocked is the issue pt harm: no sample: yes per customer, date of event is unknown.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Additional batch reported: batch: 3179198 creation date: (B)(6) 2023 expiration date: 2028-08-31 the actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative.